Manufacturer narrative:
No medwatch form was received. (B)(6). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found the outer insulation was degraded at 4.5 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.